Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional information become available a follow up medwatch will be submitted.

Event description:
A customer contacted baxter's technical service center regarding re-priming the patient line. The home patient (hp) needed to re-prime the patient line. The hp stated that there is air in the line. The hp was connected to the patient line and did not have a flexicap to cover the patient line. The technical service representative (tsr) advised the hp to set up again. Product surveillance contacted the patient's nurse on 08/06/2010. According to the nurse the patient has been seen since this event and has resumed therapy. The patient did not mention any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for an incomplete prime was not confirmed due to a lack of sample. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.